Manufacturer narrative:
(B)(4). 3191: patient was unable to identify device issue, therefore, a more specific code could not be selected.

Event description:
It was reported that there was a forced log out. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a forced log out. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.